Event description:
Event date is unknown. In 2008, boston scientific corporation was informed that the patient still has clips present six weeks post-procedure. Patient is "okay".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device is not available for analysis. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.